Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: mp4 images provided for review show the vessel post stent deployment. There is timi 3 flow through into the distal vessel. The mp4 then shows an inflated balloon inside the newly deployed stent in the vessel. There is an anomaly proximal to the inflated balloon and on the distal inflation lumen. This may have impacted the deflation difficulties. Contrast injection into the vessel with the balloon still inflated show that there is an occlusion in the vessel at the location where the balloon remains inflated. Two still images of the device were received for analysis. The first image depicts a coiled nc sprinter catheter. A detachment is evident at the rx joint with the balloon and distal shaft detached and not visible in the image. The luer appears to have been deliberately cut. The second image depicts the damaged catheter coiled in a pouch. Correction: the patient was admitted to the hospital for emergency treatment due to sudden coronary atherosclerotic heart disease. Annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one nc sprinter rx coronary balloon catheter, balloon deflation difficulties occurred and the device would not deflate at the lesion site following post dilation of a drug eluting stent (des). The nc sprinter balloon catheter could not be retracted following the deflation difficulties and during removal of the device the shaft fractured and remained inside the patient's body. The balloon was inflated 3 times at 8 atm prior to the issue occurring. The lesion being treated was a non-tortuous, severely calcified lesion exhibiting 95% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The nc sprinter balloon was inflated within a 2.75 x 33mm des stent in the proximal lad. Upon attempting to remove the nc sprinter balloon, the balloon failed to deflate and achieve a negative pressure state. Repeated attempts to remove the nc sprinter balloon were unsuccessful, with no response from the balloon. A non-medtronic guidewire was immediately selected and advanced to the site of the nc sprinter balloon catheter in an attempt to rupture the balloon. Multiple attempts using the non-medtronic guidewire to rupture the balloon failed. The guidewire was then removed, and an extension catheter was advanced to the guiding catheter in the ostium for additional support. Another attempt was made to remove the inflated nc sprinter balloon; however, the balloon catheter still failed to deflate. A non-medtronic pre-dilation balloon 1.25 × 8 mm was advanced to the site of the nc sprinter balloon, butrepeated attempts to cross were unsuccessful. The extension catheter and the non-medtronic pre-dilation balloon were subsequently removed. An attempt was then made to remove the nc sprinter balloon catheter together with the guiding catheter. During removal, a fracture of the nc sprinter balloon shaft at the connection occurred. Fluoroscopy imaging demonstrated that the nc sprinter balloon catheter remained in an expanded state within the stent in the proximal lad. The fracture resulted in an increase to the surgical wound. Angiography showed interrupted flow in the mid-segment of the left anterior descending artery, with antegrade flow graded as timi 0. The procedure was immediately terminated. A radial compression device was applied with 12 ml of pressure for local hemostasis, and the patient was transferred to the intensive care unit. Estimated intraoperative blood loss was 10 ml. An implant was present. Postoperatively, the patients heart rate was monitored, electrocardiography was repeated, and vital signs were observed. Pressure from the compression device was reduced by 2¿3 ml every 2 hours. After the patient was stabilized, the patient was transferred to urumqi hospital. The patient is alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.